Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: one powerport implantable port attached to a groshong catheter was returned for evaluation. Visual, microscopic, functional and tactile evaluations were performed on the returned device. A compound break was noted on the attached catheter from the distal end of the cath-lock. The edges of the compound break on the attached catheter were noted to be jagged. The surface was noted to be round and rough in both regions. Kinks were noted throughout the attached catheter. Therefore, the investigation is confirmed for the reported fracture and the identified catheter wear and deformation issues. The break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
It was reported that approximately fifteen years post a port placement, the catheter allegedly had a crack in the middle of the catheter. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately fifteen years post a port placement, the catheter allegedly had a crack in the middle of the catheter. There was no reported patient injury.